Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device which was not cooling. The chiller temperature (t4) was 32 degrees. The calibration failed for an error 80( non-recoverable system error) expected 6 actual 29 degrees. They checked and there was water in the chiller tank.

Event description:
It was reported that the biomed had an arctic sun device which was not cooling. The chiller temperature (t4) was 32 degrees. The calibration failed for an error 80( non-recoverable system error) expected 6 actual 29 degrees. They checked and there was water in the chiller tank . As per investigator notification received on 20jul2023, it was reported that the level sensor reads full when half empty ,the double bend tube and the chiller evaporator outlet tube were expanded , the tank seals were lifted. The chiller molded tube was cut shorter than factory specifications , and the isolation circuit card sn (B)(6) was replaced as a courtesy with sn (B)(6) due to failure at the depot during a calibration.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was found that the mixing pump would not generate sufficient pressure to pull water over to the chiller side of the tank. The mixing pump was serviced. Completed the 2000-hour pm procedure on the device. Serviced the circulation pump sn (B)(6) and mixing pump sn (B)(6) , replacing heater lot 1929 with lot 2230, and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. The chiller molded tube was replaced due to discovering that it was cut shorter than factory specifications. Isolation circuit card sn (B)(6) was replaced as a courtesy with sn (B)(6) due to failure at the depot during a calibration. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.